Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was returned within the introducer sheath and the lot number was confirmed with the packaging returned with the device. Visual & microscope inspection revealed that the proximal contact wire was intact, the coil delivery wire was badly kinked/bent and the main coil was electrolytically detached and not returned. Functional analysis could not be performed as the subject coil was already detached on return. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was returned for analysis and the main coil was noted to be electrolytically detached and not returned. In the case of this complaint it is most likely that the main coil prematurely detached while it was being manipulated/re-positioned during use. The as reported ¿main coil failed/unable to detach¿ and as analyzed event 'main coil prematurely detached/separated inside the patient' was assigned procedural factors as these defects appear to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use.

Event description:
The subject coil was returned for analysis and it was discovered that the subject coil was prematurely detached/separated inside the patient's anatomy during procedure. No further information is available.